Event description:
It was further reported that normal device function observed, there was no action/intervention performed or planned and there were no patient complaints associated with this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced palpitations and sporadic beats. The right atrial (ra) lead exhibited lead position check failure and pacer spikes on electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.